Manufacturer narrative:
Returned product analysis of the ipg passed visual, performance, electrical and photographic imaging tests performed. The device output was monitored for excessive leakage current or spurious signals while programmed to the patient's latest setting and no discrepancies were identified. The device exhibited normal device characteristics. The reported complaint of the ipg stimulation turning off was not confirmed.

Event description:
A report was received that the patient's ipg was randomly turning off. A database analysis indicated that the device had a number of system resets. The physician decided to replace the ipg. During the procedure the patient's ipg was explanted and a new one was implanted. The patient is reportedly doing fine.

Event description:
A report was received that the patient's ipg was randomly turning off. A database analysis indicated that the device had a number of system resets. The physician decided to replace the ipg. During the procedure the patient's ipg was explanted and a new one was implanted. The patient is reportedly doing fine.